Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was hospitalized with high blood glucose of over 600 mg/dl and diabetic ketoacidosis. His symptoms were vomiting, feeling ill, and experiencing the taste of gas in his mouth. The customer treated with manual injection. The customer stated his insulin pump was not delivering. Emergency medical services removed the insulin pump.